Event description:
The customer reported the system is arcing and the monitor went blank after a low kv error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. (B) (4)